Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient medications could not be pulled from the cabinet. The patient had two primary ids associated with the visit ID. The active cerner patient view displayed one primary ID, while the cabinet was referencing a different primary ID. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient medications could not be pulled from cabinet. A technical support specialist (tss) dialed into the patient encounter system (pes) and found that the patient had two profiles with the same visit identity but different patient identities. The tss followed knowledge article (ka) - 'orders not crossing, merge issue' to check for a merge issue, but no errors were generated, consulted with a senior enterprise server agent to review the orders, and confirmed that each profile showed different orders created for the patient. Based on further guidance from the senior enterprise server agent, the tss requested that the customer update the patient profiles before attempting any merge, then consulted with the lead, who advised the customer to contact the active directory (adt) team and request that they send a merge message for the profiles. Later, customer confirmed that the patient had been discharged and requested that the ticket be closed. The system functioned as intended after the technical support specialist investigated the device.